Event description:
Complaint - doctor dr (B)(6) went to trial the glenosphere in the patient, and the taper in the arg baseplate did not seat. Doctor ensured that all of the bone and tissue was cleared away to get the glenosphere trial down. He tried multiple times and was unsuccessful. Doctor also put the trial 36 +4 glenosphere trial in and the inserter handle cold fused when he was trying to get the glenosphere to engage. After multiple attempts with the taper that comes in the arg baseplate, doctor had the extra taper opened, and we continued to have this problem. At this point, we called an engineer and she suggest we take the baseplate out and put a new one in. When the screws were removed from this baseplate, the threads got damaged, and he ended up replacing all of the peripheral screws. There was a 45-60-minute delay in surgery.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.